Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the front end board. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), it was discovered that the ECG slave socket on the front end board of the cardiosave intra-aortic balloon pump (iabp) was faulty and intermittent causing signal drop out. There was no patient involvement, and no adverse event reported.